Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 178mg/dl. The customer mentioned being hospitalized with diabetes ketoacidosis a year ago. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After tesitng, it was concluded that the device was operating within specifications. No motor error alarm noted.